Event description:
It was reported, that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A revision surgery was performed, in which the existing reservoir was removed and replaced, as its tubing had broken off from the cylinders. There were no patient complications.